Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
5. Describe event or problem it was reported that during the procedure, autocon showed a "low voltage fault error" and failed to cut and coagulate. The surgeon had to opt for an open procedure to complete the process.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the investigation, it was determined that activation was no longer possible because the hf generator was defective. After extracting and evaluating the log file, it was determined that the defect was caused by not adhering to the maximum activation times. This behavior was repeatedly observed throughout the entire recording period. There are also visual signs that the generator is overloaded. The capacitor c101 is swollen due to overheating. This is also a common sign of generator overload. The burnt contact on the iif/be module can lead to unintentional activation in the monopolar application and render the device unusable. However, there are no error messages in the log file to indicate this. The device has been opened improperly, the retaining cord for the programming interface cover on the rear panel is jammed under the housing wall. The user sockets are clean and free of residue. The additional module was not sent in for inspection. The failure of the hf generator can be clearly attributed to the activation times which were not observed in accordance with the operating instructions. The event is filed under internal karl storz complaint ID: (B)(4).